Event description:
#Medwatcher #(B)(4). Constant bloating, excessive bleeding during intercourse and after, headache, hair loss, unknown rash, hip pain, fatigue, weigh gain, pelvic pain, abdominal sharp pain, brain fog, blurry vision, "studduring."